Event description:
It was reported the customer had a time anomaly on their insulin pump. The customer stated their insulin pump was five minutes behind, then fifteen minutes behind. Customer's blood glucose was 180 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan while their insulin pump was being replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test and the self test. The insulin pump was monitored for 14 days and functioned properly. No time loss or clock anomaly was noted. The insulin pump was received with some cosmetic damage.